Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the facility.